Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right posterior descending artery (pda). After performing intravascular ultrasound (ivus), a 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Strong resistance was encountered during the delivery of this device. The device was removed and noted that the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts on the distal end that were stretched and bent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right posterior descending artery (pda). After performing intravascular ultrasound (ivus), a 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. Strong resistance was encountered during the delivery of this device. The device was removed and noted that the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.